Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - additional. D10: device available for evaluation- additional. H2: additional information / device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
It was reported that signal loss over 1 hour occurred on for receiver with serial number: (B)(6). However, receiver with serial number: (B)(6) was returned for evaluation. An external / exterior visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver download retrieved and attached was performed and passed. A review of the share logs was performed and signal loss over 1 hour was not found for serial number: (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.